Event description:
An ovation prime abdominal stent graft system was implanted in the patient during endovascular repair of an abdominal aortic aneurysm. The patient had challenging anatomy with a significant juxtarenal angle of approximately 75 degrees. The aortic body delivery system was advanced to the implant site and orientation was confirmed. Following deployment of the stent graft, the stent graft legs were orientated 180 degrees from the intended orientation, leading to difficulties in cannulating the contralateral leg of the graft which was achieved using a brachial approach. The aneurysm was successfully excluded and the procedure completed after approximately 5.5 hours. The root cause for the unanticipated graft orientation could not be definitely determined. Intraoperative imaging was not available for review of the device orientation relative to the patient's anatomy during device deployment. There have been no additional patient sequelae reported.